Event description:
It was reported that "theatre 4 has an error with the tc201 asking to recycle power. Tc201 required the user to restart the system." According to the available information this was identified prior medical procedure, and the procedure could be completed successfully without delay. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Information was confirmed that the device will not be returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for inspection. Therefore, a physical technical inspection is not possible. However, the most probable root cause, based on the provided information and the experience of the investigator is a temporary software error that causes the boot sequence commands to start too quickly. The camera then displays a message indicating that a restart is required. The current version of the instructions for use of the concerned product, states the following information regarding the failure of products, on page 10: "the product may fail during use. Perform an equipment test before use, see chapter preparation [p. 31] if the image fails during the procedure, remove the camera from the endoscope and continue the procedure optically. If the surgery cannot be continued optically, determination of how to further the procedure is at the physician's discretion based on the surgical circumstances. Have a replacement system ready for each application." (Instructions for use - image1 s - lza705_en_v4.3_07-2024_IFU_ce-MDR). The event is filed under internal karl storz complaint ID: (B)(4).